Event description:
Multiple pts have reported similar issue at our practice with cadd solis vip pump. Pt getting life-sustaining parenteral nutrition via cadd solis vip pump. Pump library (internal programming) erases on it's own causing delay in starting/continuing infusion and pump automatically reverts to OEM default rate, volume, and duration of therapy which is usually not the same as pt's ordered rate, volume, and duration for their therapy. Manufacturer has been contacted and informed us that there is an issue with internal battery draining (not the external batteries that patients are aware to charge). This causes complete erasure of saved pump programs. Manufacturer informed us that the only way to charge the internal battery is to leave the pump plugged in for 10 days straight while the pump is turned on, all the while the pump incessantly alarms warning the user that the pump was left on. Keeping pumps plugged in for 10 days straight while turned on and alarming is placing a burden on the patients and dme providers. It seems the pumps have a programming issue that doesn't allow the internal battery to charge while the pump is turned off or while the pts already have the pump plugged in when they charge the external battery. This poses a serious potentially life-threatening safety risk if pts aren't able to receive their medications as ordered.